Manufacturer narrative:
Instruments involved with the failed cycle were appropriately reprocessed by the user facility. The steris operator manual states on pg 1-3 "warning - ineffective process hazard: always verify reliance dry chemistry container is empty after cycle is completed. If undissolved powder is present in container or reliance cds at the end of cycle, load cannot be considered high level disinfected." A steris service technician arrived on site, inspected the unit, and found that the reliance hld cartridge was not being properly dissolved at the end of a cycle due to the chemical delivery system (cds) operating improperly. Steris r&d personnel reviewed the complaint and determined the most likely cause of this issue was due to a leak coming from either the hld cartridge or the cds lid resulting in a loss of water pressure. This allowed the processing cycle to complete without sufficient pressure to fully dissolve the powders within the reliance hld cartridge. The technician replaced the cds, tested the unit, and confirmed it to be operating according to specification. The unit was installed on (B)(6) 2011 and is not under steris contract for maintenance services. The operator manual describes the recommended proper maintenance of the cds is section 6.2 on page 6-2 and 6-3. This event can be attributed to improper maintenance of the reliance eps.

Event description:
The user facility reported that powders within a reliance hld cartridge did not dissolve properly during reliance eps processing cycles. Procedural delays and cancellations were reported.